Event description:
Health care professional (hcp) reported a patient (pt) was receiving hemodialysis on the baxter sps 1550 device when the pt began to complain of cramping and demanded to end the treatment early. The goal ultrafiltrate to be removed was programmed into the device for 4.8 kg. The pt's pre-treatment weight was 105.8kg, hcp stated the pt gained 4.1 kg above estimated dry weight (edw) of 102 kg. The device indicated 4.28 kg was removed; however, the pt's weight indicated the pt was 1.2 kg below edw. Hcp administered 500 cc normal saline, but the pt refused additional saline. The pt's pretreatment vital signs were: sitting blood pressure 156/64mmhg, standing 154/64mmhg, heart rate 80 beats per minute. Post-treatment vital signs: sitting blood pressure 160/76mmhg, standing 124/52mmhg, heart rate 84 beats per minute. Pt left the unit 0.6kg below edw.